Manufacturer narrative:
Philips has investigated this complaint. Based on the information collected, the procedure was a scheduled, non-emergent treatment of a thrombus. After the arterial sheath was inserted, the procedure was aborted and rescheduled. The exam was reported to be completed at the later date, and the patient has since recovered. Philips considers this a minor injury due to the abortion of the procedure after the sheath was inserted in the femoral artery. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The wired footswitch connection cable was found to be physically damaged. To resolve the issue, the fse replaced the footswitch. The system was tested and returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that following a successful puncture of the right femoral artery, fluoroscopy was unavailable. As a result, the physician removed the arterial sheath and aborted the procedure. An investigation into this complaint has been initiated by philips.